Event description:
Boston scientific crm received information that this lead was explanted because it had dislodged, and upon attempting to revise the lead, tissue was encapsulating the screw. This made it unable to be retracted. A new lead was successfully implanted. The implant date was not made available to us.

Manufacturer narrative:
Both the mechanical and the visual performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.